Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level ranged from 216 to 600 mg/dl. The customer administered a manual injection. Tandem technical support reviewed pump data and observed the pump shut off at 50 percent charge. The customer connected the pump to a power source and the pump turned on. Reportedly, the pump would continue to be used for insulin therapy.